Event description:
This incident is being reported in abundance of caution. We have become aware of a potential product issue with our record & verify system. We were informed that the system generates a verification error because the actual treatment table position does not match the intended target. During testing phase (non-treatment), the inhouse engineer is alleged to have discovered that the control console was at ready state and the system granted permission to treat the first segment. When the second segment was selected for treatment, the control console screen displayed a verification interlock. The inhouse engineer states that this condition was reproduced twice. Then the system eventually "hangs up" and system reboot was necessary to resume operation of the system. The operator could not duplicate this error condition. We have not confirmed this scenario. The complaint is currently under investigation and the root cause has not been identified.

Manufacturer narrative:
No conclusion can be drawn.